Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and although it was noted that the burn was treated the patient's current condition is unknown. Based on the provided information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions the instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: failure to attach the recommended suction properly can result in patient injury. Inadequate flow and circulation of saline could cause a patient burn. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during knee arthroscopy, the patient had a mild burn in the right knee by fluid dripped from suction tube of the wand. External medicine was applied to the patient to treat the burn. The customer did not connect the tube to suction device. The procedure was completed with the same device with no delay. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.